Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. At the 1.95 unit delivery mark, the pump invoked a call service 064 alarm, terminating the test. The pump was opened to inspect the motor related components and moisture corrosion was observed at the j5 motor connector and the motor drive circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.